Event description:
Covidien received information stating that an 840 ventilator went inoperable between use on a patient. The customer reported that the patient had to be removed from the ventilator and receive manual ventilation via ambu bag and sedation was also required as the patient was "fighting the ventilator" and attempted to self extubate himself from his endotracheal tube (ett). At the time of reconnecting the patient to the 840 ventilator the clinician noticed that the ventilator was inoperable. The patient was placed on a second ventilator and the patient was extubated on (B)(6) 2013. The patient was not harmed or injured as a result of this event. The customer reported that the biomed tested the device and the device passed all testing.